Event description:
It was reported that an 80 yr old pt was sent from a nursing home to the facility in order to receive an outpatient transfusion due to anemia. After the first unit of packed red cells (of two scheduled) was almost complete, the pt exhibited symptoms ("tbd"). Over the course of 30 mins the pt deteriorated and passed away. An autopsy will not be performed. The hosp has notified the FDA of the death. The FDA had requested the hosp to notify the co in order to generate a medwatch report.